Manufacturer narrative:
Investigation: x-review DHR, x-inspect returned samples. Analysis and findings: (B)(4). Distribution history: this complaint unit was manufactured at csi on 03/30/2021 under wo #302662 and shipped on 4/22/2021. Manufacturing record review: DHR 302662 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the attached 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. However, based on log 96625, this unit was at csi on (B)(6) 2021. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: the product tested to specification as the device was found to meet all visual and functional test specifications. Correction and/or corrective action: the unit's main board (p/n 300788-r) was updated to the latest revision, tested to specifications and returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. Preventative action activity: coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Malfunction unable to perform the procedure. Unable to cut or coag. No button function. Order: 96625. Can not verified complaint. 1216677-2021-00204 leep precision generator lp-20-120 (B)(4).

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Event description:
Malfunction unable to perform the procedure. Unable to cut or coag. No button function. Order: (B)(4). Can not verified complaint. Leep precision generator lp-20-120 e-complaint- (B)(4).